Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) reported being hospitalized due to internal bleeding and infection on (B)(6) 2024. Follow-up documentation received from the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (protein = >100) were collected, and the patient was diagnosed with peritonitis. The follow-up documentation provided did not identify what antibiotic was used to treat the peritonitis, however the patient¿s pd catheter was removed on (B)(6) 2024. The peritoneal effluent culture result returned positive for klebsiella (species and result date not provided) and the patient was transitioned to hemodialysis (hd). It is unclear if the patient had a preexisting hd access or if a temporary hd catheter (not a fresenius product) was placed. The patient was discharged on (B)(6) 2024 and began undergoing incenter (outpatient) hd for rrt on (B)(6) 2024. The pdrn attributed causality to the patient¿s dissatisfaction regarding the recent shortening (5 feet) of the liberty cycler sets¿ patient line, and his inability to reach the restroom during treatment (patient did not communicate concerns to pdrn). As a result, the patient reportedly extended his patient line (specifics not provided), which caused the peritonitis. Per the documentation, it was not reported that the serious adverse events were caused by a fresenius product(s) and/or device(s) malfunction or deficiency. The patient has recovered from the serious adverse events and continues to undergo incenter hd therapy without reported issue. At this time, it does not appear the patient will return to ccpd therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) reported being hospitalized due to internal bleeding and infection on (B)(6) 2024. Follow-up documentation received from the patient¿s pd registered nurse (pdrn) confirmed the patient was hospitalized on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (protein = >100) were collected, and the patient was diagnosed with peritonitis. The follow-up documentation provided did not identify what antibiotic was used to treat the peritonitis, however the patient¿s pd catheter was removed on (B)(6) 2024. The peritoneal effluent culture result returned positive for klebsiella (species and result date not provided) and the patient was transitioned to hemodialysis (hd). It is unclear if the patient had a preexisting hd access or if a temporary hd catheter (not a fresenius product) was placed. The patient was discharged on (B)(6) 2024 and began undergoing incenter (outpatient) hd for rrt on (B)(6) 2024. The pdrn attributed causality to the patient¿s dissatisfaction regarding the recent shortening (5 feet) of the liberty cycler sets¿ patient line, and his inability to reach the restroom during treatment (patient did not communicate concerns to pdrn). As a result, the patient reportedly extended his patient line (specifics not provided), which caused the peritonitis. Per the documentation, it was not reported that the serious adverse events were caused by a fresenius product(s) and/or device(s) malfunction or deficiency. The patient has recovered from the serious adverse events and continues to undergo incenter hd therapy without reported issue. At this time, it does not appear the patient will return to ccpd therapy.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which required hospitalization, presumed antibiotic therapy, removal of the pd catheter (not a fresenius product), and transition to hd for rrt. The pdrn attributed causality to the patient adding additional length to the liberty cycler sets¿ patient line in order to reach the restroom (considered a touch contamination event given the cultured organism) during treatment. Per the documentation provided, the serious adverse events were unrelated to a fresenius product(s) and/or device(s) malfunction or deficiency. Individuals undergoing pd for rrt (manual or cycler based) are at high risk for infections of the peritoneum. Additionally, klebsiella is most frequently isolated in human intestines and feces. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product failed to meet the users¿ expectations or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.